Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary analysis: the battery was measured with a telemetered value of 2.81 volts. The device did not meet its 99.9% of its expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Patient was admitted (B)(6)2010 for elective thoracentesis for recurrent left-sided large pleural effusion and was found to have a small residual pneumothorax without hypoxemia. A catheter was placed for drainage, but patient continued to have massive ongoing drainage. Condition further deteriorated and dnr/dni status obtained. On (B)(6)2010, patient had sudden respiratory and cardiac decompensation and passed away on (B)(6)2010 with no resuscitative measures. Patient had numerous co-morbidities: systemic amyloidosis; aaa; cad; end-stage renal disease; recurrent aspiration; pulmonary htn.

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification . There is no allegation from the health care professional that the death was device related. The cause of death has been requested and not received. Follow up with clinic reported the patient had been pacemaker dependent. A carelink download on (B)(6)2010 reported battery voltage of 2.85v and "report looked fine." The patient had been seen by the physician in (B)(6) 2009, battery voltage at that time was 2.92v, patient had an escape rhythm with underlying complete heart block, and everything checked out normal. The patient's wife had called the clinic (B)(6)2010 with report of patient's heart rate being slow at 57 beats per minute. "They thought perhaps he was having pvcs (premature ventricular contractions)."